Manufacturer narrative:
The patient did not provide lot number information; therefore an investigation of the device history record could not be conducted.

Event description:
The patient stated that he received a medpor mandible implant. The patient reported that the implant has become infected. The patient reported that the hospital is having problems with getting a new implant.